Event description:
During a pta/stenting treatment procedure, balloon removal difficulties were encountered.the balloon had been inflated four times to 12 atms. During the removal attempt, the entire gazelle 5.0/20/135 mm balloon portion became detached from the shaft (cook). The balloon and sheath were successfully removed as a unit. It is noted that the balloon did not leak or rupture and no deflation difficulties were encountered. A new sheath was placed and the procedure was successfully completed. Patient status is reported as 'good'.